Event description:
Pt had bilateral silicone gel breast implants removed due to pain in breasts and capsular contractures. The right capsule was removed and opened to release the implant which was found to be intact. The left capsule was removed. The left capsule was opened and the implant was found to be ruptured within the capsule. Both implants weighed 165 gms. Pathology description of capsule tissue stated thick fibrous wall capsules with foreign body giant cells with foreign material present.